Event description:
It was reported that the patient presented at the hospital after receiving a patient notifier alert. The alert was triggered due to a non-sustained lead noise issue. Myopotential oversensing and inhibition of pacing was observed on real-time egms. Programming changes were made. No further issues were reported. The device remains implanted.